Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis as well as hypoglycemia. The customer blood glucose level was 47 mg/dl. Customer states the insulin was not getting in and plastic piece was bent in half and looks like it had a hole in it from the insertion needle. Customer states they started to go low and it did not stop giving insulin and customer over treated for hypoglycemia and took a while for the micro boluses to come back. The customer was decline to troubleshoot. The device will not be returned for analysis.